Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported inappropriate sensor glucose and blood glucose value difference. The blood glucose value at the time of the event was 52 mg/dl. Customer reportedly took a bolus for breakfast but forgot to eat and passed out. Sensor glucose value was 146 mg/dl. Low blood glucose was treated by emergency medical services. Customer reported sensor glucose vs blood glucose reading mismatch and change sensor. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and unknown about weather auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.